Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced communication issues with their ipg. As a result, the ipg was replaced. Issue has been resolved.

Manufacturer narrative:
The reported event of no ipg communication was confirmed. As received, the ipg was unable to communicate with a lab clinician programmer. Testing identified characteristics consistent with a failure in the ble circuitry since the advertising channels were not being broadcasted at the correct frequencies.